Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, bruising and persistent edema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema and bruise: 6. Adverse events tables 1,2,4 and 5 of the dfu indicate symptoms which include but not limited to swelling and bruising. After initial treatment with juvéderm voluma® xc, 98% of subjects reported experiencing a local treatment site response. Subjects rated treatment site responses as predominantly mild (21.5%) or moderate (59.2%) in severity with a duration of 2 to 4 weeks.

Event description:
In the article, ¿novel use of a volumizing hyaluronic acid filler for treatment of infraorbital hollows.": 101 patients were injected with juvéderm voluma® xc in the infraorbital hollows which include the tear trough, nasojugal fold and or the papebromalar groove. All the injections were done with a 27 gauge 1.5 inch dermasculpt microcannula. An infraorbital nerve block consisting of lidocaine 1% was administered via injection prior to the injection of the product. Only 18 patients required touch up injections that were done within 3 months of the initial injection. Twelve of the 101 patients developed adverse events that were related to juvéderm voluma® xc. Some events were also prolonged episodes noticed by the physician, those requiring intervention, or those where the patient found the events noticeable or objectionable. Most of the adverse events were temporary and mild in nature. One patient developed bruising and swelling that required hyaluronidase to hasten persistent edema.